Event description:
It was reported by the rep in the middle of case that the disposables worked intermittently. The rep did not have any details on what was intermittent. The customer used 3 disposables during the case and finished with electrosurgery. There was no pt consequence. One device has been discarded. Only 2 will be returned. The lot and batch numbers are unknown.